Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that this is the third time this month that she has experienced a shocking sensation on the back side of her ribs on the left side which is the same side as her implant. Patient hasn't had any falls or accident. Patient was advised to turn off stimulation and to follow-up with the healthcare provider (hcp). No further complications were reported.